Event description:
A caller reported experiencing a cartridge alarm 20 but did not encounter any issues causing their blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge using the proper technique. However, the caller was unable to successfully resume insulin therapy due to having less than 70 units of insulin in the cartridge. The resolution was for the caller to load a new cartridge upon returning home and to contact technical support again if the problem continues.